Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that when he started the pneumatic module leak test, the balloon port plug was not sensed. In addition, the fse also observed blood at the safety disk/pneumatic module junction and replaced the blood contaminated pneumatic module assy, rohs (p/n: (B)(4)). He then re-performed test; and the result was satisfactory. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
Customer stated that the intra-aortic balloon pump (iabp) had an autofill failure. Customer did not have any additional information in reference to patient involvement or incident occurrence. No adverse event was reported.

Manufacturer narrative:
07/18/2017 04:50 pm (gmt-4:00) added by (B)(6):the corrected data .this information has been extracted from a duplicate cancelled complaint which bears an earlier aware date of (B)(6)2017.07/18/2017 10:28 am (gmt-4:00) added by(B)(6):

Event description:
Customer stated that the intra-aortic balloon pump (iabp) had an autofill failure. Customer did not have any additional information in reference to patient involvement or incident occurrence. No adverse event was reported.